Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Pump was used at the royal children's hospital during a case; pressures went erratic and as such pump was not usable. Tubing changed and same occurred. Procedure converted to open as surgeon could not continue.

Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no damage. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The tubing set used was not returned. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.